Event description:
It was reported that an ilet pump with serial number (B)(6) developed a blurry and unresponsive touchscreen, consistent with a screen fracture, while blood glucose remained unaffected and the user continued cgm use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and carrier regarding shipment and device handling. Investigation of this case revealed a touchscreen issue consistent with a stress-related problem and a fractured display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.